Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, compromised immune resistance, smoker, pain, swelling, abscess. 2nd time that an implant failed in this patient. Perhaps immune deficiency accorting to the dentist.